Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va15g1y, implanted: (B)(6) 2016, product type: lead. Information references the main component of the system. Product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's healthcare professional (hcp) wanted to do an MRI to see if patient needed because the devices were no longer helping. Patient mentioned the devices worked then they were protruding from the skin so they had to be relocated. Patient stated that they must have nicked the leads when they moved them because they were no longer helping patient. Patient further stated that they were now seeing a different surgeon who may remove the devices to give their body a break, and the put them back in. No further complications were reported.